Event description:
Situation: retained guidewire in arm from IV insertion. Background: attempt to insert usiv with guidewire. Guidewire retracted prior to insertion and failed attempt to gain access. Upon removal of catheter guidewire sheared off at surface level of skin. Able to visualize coil in skin. Md aware. Md attempted to remove. Unsuccessful. Feels that it will come out on its own. No further action needed per md. Assessment: small amount of guidewire visible at surface level of skin. Unable to be removed. No further action needed per md. Recommendation: monitoring.